Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on provided information, the drainage valve has been replaced. The root cause to the reported issue has not been determined.